Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, an unspecified number of false positive adenovirus patient results were obtained on the bd max¿ enteric viral panel. Upon analyzing the pcr curves, it was determined that there was crosstalk from the fam channel (rotavirus) onto the vic channel (adenovirus). There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positive" results. Customer reported false positive results, instrument issue of crosstalk in the fam channel onto the vic channel. Service verified robot teaching, magnet alignment and voltages are good. Completed reader health check, normalized readers, performed self test, qualification run, and script test without any issues or errors. Service could not find any issues with the instrument. This complaint is unconfirmed as no problems were identified with instrument performance by service. The root cause cannot be determined with the information provided. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a false positive patient result was obtained. There was no report of patient impact.